Manufacturer narrative:
To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2012 and mesh was implanted. It was reported that the patient underwent removal surgery on (B)(6) 2015 during which the surgeon noted the small bowel had been densely adherent and partially eroded into the previously placed mesh. As a result of mobilization of this bowel a partial thickness developed which then blew out because of the obstruction, becoming a complete hole. This enterotomy was a consequence of the underlying pathology. They had to remove part of the small bowel. It was reported that the patient experienced severe pain, nausea and vomiting. No additional information was provided.

Manufacturer narrative:
Date sent to the FDA: 12/27/2022. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.